Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: (identification of evaluation codes 10, 11, 3331, 3259, 4307) type of investigation code#1: 10 - testing of actual/suspected device type of investigation code #2: 11 - testing of device from same lot/batch retained by manufacturer type of investigation code #3: 3331 - analysis of production records investigation findings: 3259 - improper physical structure investigation conclusions: 4307 - cause traced to component failure the affected sample was inspected upon receipt to confirm a broken venous thermistor. Due to an increase in broken venous thermistor complaints and internal discovery, an investigation has been conducted resulting in the modification of production fixturing to prevent the occurrence of broken venous thermistors. A representative retention samples of the same lot number were reviewed for damage to the venous inlet on the reservoir with no damage observed on the sample. A quality bulletin was opened to raise awareness and provided training for all production operators that handle thermistors and the subassemblies into which they are built. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on april 27, 2021. Upon further investigation of the reported event, the following information is new and/or changed: h3 (device evaluation anticipated by manufacturer - a second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11.) All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during out of box, the venous temperature sensor broke off. No patient involvement.